Event description:
The customer stated that they were having issues with the sensors. The insulin pump alarmed multiple errors. The customer's blood glucose was 123 mg/dl. During troubleshooting the customer removed the sensor out of their body and noticed that the cannula was bent; it has a little hoop in it. The customer inserted a new sensor and got another bent cannula. When removing the sensor, the customer stated that there was active bleeding, and blood was present in the sensor connector. At the end of the phone call the customer's blood glucose was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, unable to confirm needle complaint due to customer did not returned insertion needle only sensor. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.